Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shocks during a mastectomy due to user error; the physician did not place a magnet over the device during the procedure. On (B)(6) 2021, the patient presented in clinic for follow up. Device interrogation revealed a high voltage system issue alert that was triggered by the inappropriate shocks. Testing revealed no issues with the device, so no changes or intervention were performed. The patient condition was stable throughout.